Event description:
It was reported that this implantable pacemaker has tripped to elective replacement indicator (eri) with 700 battery percent. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was unusually high and varying. The root cause was unknown, and the continued performance would be uncertain. Device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.